Event description:
It was reported that one day post implant the lead dislodged. The lead was explanted and replaced. No patient compliactions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage, the lead was stretched.